Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure for this device, while closing the pocket, noise was seen that was oversensed and led to pacing inhibition with less than two seconds of asystole. The system was checked the following morning with resolution of the clinical observations. There were no adverse patient effects. The device remains in service.